Event description:
Mother reported that patient has experienced elevated blood glucose of up to 300 mg/dl, and she believes the basal insulin delivery of the infusion device is too low. The infusion device displayed e6 mechanical error last week, which was cleared by changing the battery and resetting the piston rod. The infusion device displayed another e6 mechanical error on (B)(6) 2011 during a bolus of 3.5 i.e. Patient did not have an infection . Infusion headset is changed every two days and the cartridge every seven days. Patient changed to a backup infusion device using the same basal rates, and blood glucose levels returned to normal. Infusion device was replaced and requested for evaluation. Patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.